Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer reported issue, video connectors are deformed/broken, and camera cannot be connected. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The olympus sales representative was informed by the biomedical equipment technician that the customer visera 4k ultra high-definition camea control unit is having connector issues, ¿camera socket at random will not allow cameras to plug into it¿. The customer reported problem was found during inspection before use. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the cause of the phenomenon is that the camera head side of the combination made it impossible to connect. It was found that the cause was deformation of the connector on the camera head side and there was no problem with the otv-s400. The root cause could not be identified. Olympus will continue to monitor field performance for this device.